Event description:
In 2008, abbott point of care was contacted by a customer who reported an I-stat pt/inr cartridge at 0:944 yielded an inr result of 6.3. Sample, unknown if same sample, repeated test using an I-stat pt/inr cartridge yielded an inr result of 1.90.